Event description:
It was reported that within minutes following the implant of a transcatheter pulmonic valve, the valve began to rock proximally/dist ally. Ventricular ectopy was observed, and a 40 millimeter (mm) sizing balloon was utilized in order to try to position the valve into the annular position two separate times. Following the balloon intervention, rocking was still observed. The patient was subsequently extubated, put on a cardiac monitor, provided medication and sent to the intensive care unit (ICU) for further monitoring. An explant was scheduled for two days following the initial implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.